Manufacturer narrative:
Per tandem's user guide: "a cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. Reportedly, the user filled the cartridge outside of the load sequence. The user's blood glucose (bg) level was 48 mg/dl. The bg level was addressed with an apple. The user successfully loaded a new cartridge.